Manufacturer narrative:
Additional info has been requested from the reporter. The sample has been received and sent for decontamination. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
The nurse received a needle stick injury while sliding the clamp.